Event description:
It was reported that a patient experienced post-paced t wave oversensing on their implantable cardioverter defibrillator. An in clinic device check is planned, but has not happened yet. The patient is reported as having experienced no consequences.

Event description:
New information notes that the patient was brought in on mar 4, 2022 for their reprogramming procedure. The implantable cardioverter defibrillator was reprogrammed successfully, and will be monitored from now on. The patient was stable throughout the procedure.